Event description:
It was reported when using the bd pyxis medstation system the drawer failed storage space. The customer reported that they have tried recovering the storage space and rebooting, but the issue was still persisting. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height auxiliary drawer 4 was not detected to close. The field service engineer replaced the missing inseparable magnet, verified the controller board, applied tape around bus wire and advised the customer to replace the cubie pocket to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.